Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 401 mg/dl, 267 mg/dl and 152 mg/dl. No adverse event reported. Test strips have been discarded; replacing and returning meter.